Event description:
It was reported that after a supply change while using the ilet with a contact detach steel infusion set, the user experienced a high blood glucose reading of 401 mg/dl; the user performed a site change and was advised to wait for glucose to trend down, and troubleshooting and education were provided. Customer care provided support that included phone-based advice, and follow-up attempts. Investigation of this case revealed an unclear cause of hyperglycemia with no abnormality noted at the infusion site and no confirmed device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization or other downstream clinical impact reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.